Manufacturer narrative:
There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. Therefore, there is no healthcare provider information to report.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump had been losing prime since the customer got the pump. No further information was available. Troubleshooting was not completed. Animas customer support made several attempts to contact the reporter in follow-up however, the customer was not able to speak with customer support regarding the alleged loss of prime issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow up #1 date submitted: 11-feb-2019. Animas customer support received new, additional information from the reporter on 10-feb-2019 indicating the primary product associated with the alleged loss of prime issue is the insulin pump, not the cartridge. A complaint associated with the insulin pump has been completed and submitted to the FDA under medwatch report #(B)(4) on animas (B)(4) on 11-feb-2019. Please refer to that report for the loss of prime update. The insulin cartridge has been determined to the secondary product, not the primary product.